Event description:
It was reported that the patient had stimulation in the wrong location. The patient stated that when he urinated that he was feeling stimulation in his neck and shoulder. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received indicated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Appointments on 2014 (B)(6) and 2014 (B)(6) were noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0cve7, implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
(B)(4).